Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: one day post procedure. It was reported that post a right common carotid artery stenting procedure, the patient experienced bilateral vision loss, bilateral hand numbness, confusion, right arm drift, and inability to perform nih visual tests. A CT scan of the head was unremarkable. The patient was treated with thrombolytic therapy. The patient's vision returned later that morning and nih visual tests were performed with minimal deficits noted. The patient's final diagnosis was a stroke and the condition continues to improve. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known possible adverse event associated with the use of carotid stents as listed in the device instructions for use.